Event description:
During a left total hip arthroplasty, a 2.5 mm drill bit broke. Broken piece was located and taken off the sterile field. Procedure was successfully completed with no patient injury.